Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height drawer 2.2 was failing frequently. A field service engineer opened the back panel, then observed that the retractor band showed signs of damage. The station was powered off, and the row board cable was reseated. The damaged retractor band was also replaced. Additionally, the cubie did not latch properly, and the latch for tray section b6 was loose. The engineer fixed the connection and tested the station in diagnostics to confirm the issue was resolved. Furthermore, the field service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.